Manufacturer narrative:
The national repair center (nrc) received the power management board back from the supplier. The supplier could not verify the failure of the batteries not charging. The supplier installed (B)(6). The board passed testing. Inspection of the board was completed per procedure with no visual damage observed, and upon inspection of the board per procedure the installation of (B)(6) was verified. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing and will be retained in the national repair center per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge's national repair center (nrc) for further investigation. A getinge technical associate (ta) inspected the power management board per procedure. No visual damage was observed. The ta installed the power management board into the cardiosave text fixture and tested to factory specifications per procedure. The nrc was unable to verify the reported issue, and it was observed that the batteries charged to factory specifications. The power management board passed testing. Subsequently, the power management board will be sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) found that while the unit was plugged in, the power of the pump would only stay on momentarily and then shut off. The unit would then cycle again after for approximately one minute, as formerly described, not allowing the batteries to charge nor the unit to stay on, with discharged batteries. The fse attempted to fix the issue by replacing the power management board, but the issue remained. The fse then replaced the main power supply which resolved the reported issue. Moreover, the fse also found unrelated issues with respect to a helium leak and fiber door. The fse then completed a full pm, calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) ac power cycles on and off. In other words, the ac power does not stay on causing the unit to shut off and also causing the batteries to not staying charging. There was no patient involvement, and no adverse event reported.